Event description:
A peritoneal dialysis (pd) patient reported to (B)(6) customer support that she is moving to in-center due to a pd catheter infection. An email from the patient's pd registered nurse (pdrn) revealed the patient presented to the emergency room on (B)(6) 2026 with complaints of abdominal pain, nausea and vomiting. It appears a pd catheter culture and cell count (wbc = 4531 cells/ul, polymorphs = 51%) were collected, and the patient was formally admitted. The patient was diagnosed with a pd catheter infection and was treated with intraperitoneal (ip) vancomycin (dose, duration, frequency not provided). The patient¿s pd catheter culture result returned positive for pseudomonas, and the patient¿s antibiotics were presumably continued. Although much of the timeline and specifics are unknown, it was reported the patient received a hemodialysis (hd) catheter (not an (B)(6) product) and was successfully transitioned to hd for rrt. The patient was discharged home on (B)(6) 2026 and is recovering from the serious adverse events. The definitive cause of the patient's pd catheter infection was not provided; however, the pdrn¿s response indicated it was not caused by any (B)(6) product(s) and/or device(s). It is currently unknown if the patient will return to pd therapy, as the patient remains undecided. Additionally, it is unclear if the patient¿s pd catheter was removed, however she was discharged from the home therapy program on (B)(6) 2026. The reported event is related to the use of a pd catheter (non-(B)(6) product). The manufacturer of the catheter, and further product information, is unknown. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).